Event description:
The customer reported that he was examining patients in his clinic when he put his stethoscope in his ears without realizing that one of the eartips was not on the stethoscope. The customer reported that he experienced pain in his right ear and that the stethoscope became stuck in his ear. He stated that an ent surgeon injected lidocaine in his ear but was still unable to remove the stethoscope. The customer reported that his tympanic membrance was punctured, and that the threads on the stethoscope's eartube had become hooked on the ossicles in his middle ear, leaving them damaged. He stated that doctors applied a collagen patch to his tympanic membrane and that the ossicles are healing. The customer reported that he believed he had a 50 decibel (db) hearing loss initially but that he thinks his ear is healing and improving daily. The pt has scheduled follow up appointments with an ent physician.